Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine appeared not to be connected to data. It was in critical override even though the customer does not place it in that mode, and unable to take it out of critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: christus trinity mother frances rehabilitation hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, october 09, 2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected to data and station in critical override. A technical support specialist (tss) attempted to dial in to station, although the first attempt showed a successful connection, the session did not appear in beyond trust. Another tss agent assisted by dialing in and transferring the session. The station, running version 1.6, did not display the critical override icon. A log review revealed a data synchronization error indicating a dns issue no dns entries exist for host. The station was rebooted after which the error cleared and uploads resumed normally. The tss then dialed in to server and confirmed that synchronization information was current. Device settings for the station under facility and showed it was not in critical override and remained in service. The customer was contacted to test the station and confirmed that it was functioning normally. A field service engineer tested and confirmed the station worked properly. The system functioned as intended after the technical support specialist and the field service engineer troubleshot and investigated the device.